Manufacturer narrative:
This report is submitted on december 3, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted in 2010 (specific date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report.